Event description:
Patient had a cystoscopy. Following the cystoscopy the physician placed a foley catheter, inflated to balloon with 5-10cc of sterile water, pulled back slightly on the foley and it fell out. They checked the balloon before reinserting and found a pin hole in the balloon. The balloon was not checked for inflation prior to inserting the balloon the first time. We have not had this kind of problem with this device at our facility in the past.